Event description:
It was reported by dealer that the irco2v concentrator is alarming with red light out of box.. Dealer advised tried in a couple different outlets. Dealer could not provide any further information.